Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018 - drill bit bent. Action taken to manage the problem: nil further action required. Unknown jrn: product code (B)(4) pinnacle 300mm drill bit - lot unknown.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.